Event description:
Male child fell at home playing on slip-and-slide resulting in laceration to scalp: patient to clinic: after discussing with both mother and patient that wound would require only one staple, local anesthesia was decided against. After one staple placed, patient continued to cry and complain of pain at the site. When evaluating the site of the staple it was noted that the staple was found to be bent and curved, pinching the skin tighter than necessary. Viscous lidocaine was applied to gauze and placed at the site. Then injected a small amount of 1% lidocaine for local anesthesia due to obvious discomfort of the patient, with continued crying. Tried to remove the staple with a staple gun but the staple was bent in a manner that this was difficult. After second try the staple was removed. And a new staple was placed. This staple was proper in placement and patient agreed the site felt better and less painful than it had previously. These are new staple guns to us from supplier- the second incident where the cheap staple gun did not work well (no information on first incident available at this report time). This time the staple curved in on itself, pinching the skin so tightly the male child patient would not stop crying afterwards. When he expressed he was still in pain, I realized something was not right and on evaluation noticed the staple curving in so far that it was coming out the other side of skin. We had to anesthetize the area and remove the staple (which was hard to do with the shape of the staple, also causing great deal of distress on the pt), then place a new one. This is the second incidence where these specific staple guns have not worked as they are supposed to. Manufacturer response for skin staple, 0 (per site reporter): I apologize for this inconvenience. I certainly do not want incidents like this happening and I am really sorry. I have reached out to the implementation specialist at (B)(4) who is working on completing the contract loading process for some vendors that there are still some pricing issues with ¿ ethicon being one of them. I am trying to find out if she can expedite the ethicon contract to be able to get you the pxw35 stapler at a lower price point. I hope to still hear back today. I am happy to credit you for the current staplers you have on hand. Please let me know how many are at each location and I will process the paperwork to credit them, and I will reach out to (B)(4) again now to see if I can order you the ethicon brand.